Event description:
It was reported that there was an apparent fracture. Follow up with the physician office did not indicate which of the leads had the fracture. The leads were replaced. There were no patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the returned lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: defib conductor fractured; distal segment returned and analyzed.

Event description:
It was reported that there was an apparent fracture. Follow up with the physician office did not indicate which of the leads had the fracture. The leads were replaced. There were no patient complications as a result of this event.